Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation, the battery charger/modem was resetting. The cause for the failure was isolated to a shorted u13 cmos-flash microcontroller on the bedside pca. The root cause for the shorted u13 microcontroller could not be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a charger was resetting.